Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusions set leakage at site event on 17-jun-2024. Redness was noticed. No further information available.